Manufacturer narrative:
Additional information: d9

Event description:
The user facility reported, the housing broke at the weld after a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No adverse consequences, no medical intervention and no surgical delay.

Event description:
The user facility reported, the housing broke at the weld after a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No adverse consequences, no medical intervention and no surgical delay.